Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer could not be determined. This is one of two reports from this facility. (B)(4).

Event description:
A hospital pharmacist reported that the trocar leaked and induced unstable ocular pressure during a procedure. Additional information was requested; however, none has been received to date. There are two medical device reports associated with this event. This report is associated with the second report from this facility.